Event description:
The initial attorney report alleged injuries as a result of being implanted with a defective ventralex mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2006-repair of incarcerated incisional hernia with ventralex mesh. (See MDR 1213643-2012-00432 for information related to the ventralex mesh). On (B)(6) 2007-excisional debridement of abdominal wall wound including ventralex mesh. On (B)(6) 2007-repair of recurrent hernia with a collamend graft. On (B)(6) 2009-repair of recurrent hernia with a modified kugel patch and excision of the collamend graft. Reportedly, the graft was found to be unincorporated and it was twisting on itself. The capsule around the graft was taken down and adhesions were lysed. (See MDR 1213643-2012-00464 for information related to the modified kugel patch). On (B)(6) 2009-(B)(6) 2010-office visit notes, presents with c/o pain and bulging in his incision. He is advised to quit smoking. Patient is unable to work due to chronic abdominal pain. Doctor states patient may need additional surgery he is to follow up in the next couple of months, sooner if his symptoms worsen.

Manufacturer narrative:
Initially, one event was previously reported by the patients' attorney. However, review of the medical records showed there to be additional implants and postoperative event. Based on the information available at this time, no definitive conclusions can be made. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample has been returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.